Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda) and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The patient presented with malcoaptation with excessive leaflet tissue due to barlow's pathology and tissue was also heavily diseased in the grasping zone. It was noted visualization was difficult due to the first implanted clip and patient anatomy. The first clip was successfully deployed on the a1/p1. Then, a second clip delivery system (cds) was advanced to the mitral valve, and the clip was placed fine on the medial side of the a1/p1. It was noted that the second clip inadvertently came in contact with the first clip. Then upon removal of the lock line, the second clip became detached from one leaflet, but remained attached to the other leaflet (single leaflet device attachment/slda). Due to visualization difficulty, the physician believes the clip detached from the anterior leaflet, but this cannot be confirmed. The physician stated the slda perhaps occurred during flossing of the lock line and the second clip may have came in contact with the first clip. A third clip was deployed on the medial side of the a2/p2 to stabilize the slda. Three clips were implanted, reducing mr to 2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the information reviewed, the reported poor image resolution was due to the first implanted clip and the patient anatomy. The reported single leaflet device attachment (slda) was possibly due to visualization difficulty and procedural conditions (during flossing the lock line). The reported difficult positioning was due to user technique/procedural conditions. The reported additional therapy/non-surgical treatment was a result of case specific circumstances as an additional clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.